Event description:
This report is based on information provided by philips international team and is being investigated by the philips complaint handling team. Customer. It was reported by physician at user facility that while in therapeutic use the v60 ventilator displayed an error code and then momentarily shut down and started back up. Upon its restarting it was confirmed all set parameters were intact. As stated, this was in therapeutic use at the time of event, however, it was confirmed that there was no patient/user harm or injury. This prompted a call to philips technical support and an onsite visit was scheduled. During the scheduled visit by the field service engineer, the event log was reviewed and showed the codes 1101 followed by 3007. As indicated in the service manual, when the two consecutive codes occur, no corrective action is necessary. This is caused by some invalid or corrupt data. No further intervention necessary.